Event description:
Customer stated, "the pad was smoking and I saw it had burned through the cover" the product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator observed that a thermostat had burned. This caused the burn mark the customer described. The thermostat burn was caused by the user misusing the pad by folding and laying on the pad while in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."